Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tubing to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer (qe) was notified, and a nonconformance report (nc) was initiated for this issue. The nonconformance report (nc) will contain root cause analysis and corrective actions.a corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that regarding the leaking air issue, one of the registered nurses (rn) opened a band, placed it on herself, and inflated to 15cc. Within ten (10) minutes the band had lost fifty percent (50%) of its air. There was no patient injury/medical or surgical intervention required. Additional information was received on 19 may 2023: there was no noticeable damage to the device. The device was not manipulated before use in any way during pre-use or storage. The device was stored in the standard storage room, then moved to the shelf in the room.

Manufacturer narrative:
Patient identifier: requested, not provided . Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ccl manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.